Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) that was detected as ventricular fibrillation (vf). The patient also experienced shortness of breath. It was further reported that there was noise noted on an af episode. The device remains in use. No further patient complications have been reported as a result of this event.